Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Manufacturer narrative:
(B)(4). Device catalog number and lot number not provided/unknown. Implant remains implanted.

Event description:
It was reported that the driver would not disengage from the unknown biomet implant. The doctor finally was able to release the driver and the procedure was completed with the same driver.